Manufacturer narrative:
The customer reported that the spo2 value was displayed 100% at the monitor, however, the real value of the patient's spo2 was 40%. It was being considered that emergent care would be required to restore a normal spo2 saturation level. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that the spo2 value was displayed 100% at the monitor, however, the real value of the patient's spo2 was 40%.